Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unk. According to the reporter: while device was being used the doctor noticed that the needle tip was missing. The tip could not be found anywhere. No piece was found in the cavity. Used another device. No additional bleeding. Operating time unknown. No patient injury reported. No additional information available.